Manufacturer narrative:
Gas loss alarm occurred, there is no blood in helium tubing and no visible kinks or bends in the tubing and that the connections were secure, further troubleshooting determined that the patient was sitting up in a chair, and the access was axillary. Esp person explained it might be due t

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.